Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not turn on. They put in new batteries but it did not work. The customer¿s blood glucose level was 132 mg/dl. The battery compartment was neither damaged nor corroded. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The correct information has been updated with this report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump powered up properly after battery installation. No blank display noted. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to printed circuit board during visual inspection. Insulin pump was received with scratched case pillowing keypad overlay.